Manufacturer narrative:
Investigation: used test and analysis equipment: panasonic dmc tz8 digital camera. First we made a visible inspection of the jaw. Except for the charring we found no further abnormalities. Then we checked the mechanical function. The clamping and cutting function worked well. Conclusion and root cause: on probable root cause in cases like this is an improper cleaning during surgery, so that carbonized residues of blood or tissue initiate an arc. A further possible root cause is a damaged insulation tongue. This damage was created by incorrect handling during cleaning the electrodes. A damaged during rf-generator failures can be excluded. Because there is suspicion of a design related aspect to the failure, we have entered this failure into our CAPA system and are working on a solution. CAPA 700003160 was started.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). 2nd time with a delegate caiman, unfortunately that one was discarded and not kept so can't be sent back for testing. The 2 returned caiman were used on the same patient, there was no delay in operating time and there was no patient episode (injury). The 1st instrument the ratchet seemed to break when the surgeon squeezed the instrument closed! The handle then was able to be opened and closed but the jaws did not respond. The 2nd instrument the surgeon said he thought the instrument was bent and that he could see the energy at the tip and smoking. As a result he stopped using it.